Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a check on (B)(6) 2019, an elevated threshold on the rv lead was observed. During pre-procedure interrogation for a routine upgrade, high capture threshold was observed. The lead was capped and replaced on (B)(6) 2019. The physician made no assertion that there was a lead malfunction. The patient went home the following day with no complaints or complications.